Manufacturer narrative:
(B-1) corrected to reflect product problem, no adverse event to the patient. The actual needle involved in the inquiry was returned for examination. Scanning electronmicrographs were obtained of the broken needle depicting the mode of fracture. It was concluded the fracture resulted from tensile overload in the presence of a sharp notch when torn off by needle holders. There were no sings of material/mfg defects or product malfunction. Unopened packets from a different lot number which were potentially involved were returned and examined. The results revealed no visual nonconformances and each needle met the ethicon requirements for strength and ductility. A product inquiry records review was conducted and there have been no other inquiries of any type received involving either of these lot numbers. User facility medwatch attached.

Manufacturer narrative:
The codes and info below refer to the second lot number reportedly associated, but not confirmed, to be involved in this incident. D6 lot # jb73254. H4-02/96. H6-method code 11-31. Note: the codes of 10 and 38 under h6 refer back to lot # jg7297 under d6 on page 1 of 1.

Event description:
Needle breakage. Needle breakage occurred during total abdominal hysterectomy procedure. Needle piece was not able to be retrieved and remains in pt. Outcome to pt does not denote adverse event. MDR regulations of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.